Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: picture review: narrative (tip of extraction screw broken off) could be confirmed from provided pictures h3, h6: a product investigation was conducted. Visual inspection: the threaded tip of the extraction screw is completely broken off including the hexagonal tip. The broken off portion was not sent back for investigation. Besides, the instrument presents normal signs of use. Dimensional inspection: dimensional inspection cannot be performed due to the damage incurred. Document/specification review: the relevant drawings were reviewed during investigation: the sub-component 60033538 is not lot tracked. Therefore, the last two potential work orders were reviewed. The review has shown that with stainless steel (1.4123 hardened and tempered) the correct material was used and that the hardness was within the specification per relevant drawing. The broken surface is homogeneous what indicates material conformity as well. Summary: the complaint condition is confirmed as the tip of the extraction screw is broken off. This production lot (2590707) was manufactured in june 2010 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The review of the manufacturing records has shown that with stainless steel 1.4123 the correct material was used and that the hardness parameter was within the specification. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post-production/acceptance criterias. Based on the provided information ¿ damage noted during loan kit inspection - and considering the age of this instrument we have to assume that any unintended excessive forces during use have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.411, lot: 2590707, manufacturing site: bettlach, release to warehouse date: 16. June 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(6). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the inspection loan kit technician was discovered the tip of the extractscr f/pfna blade snapped off. It was unknown if there was any surgery or patient involvement. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).